Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Auto number (B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm seal did not release when inserted into aortic . A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The visual analysis of the device was performed based on a photo image which was provided by the customer. The actual device was not returned. A visual examination of the photo determined that the sterile packaging was opened, and the device was removed. The delivery device could be seen inserted within the loading device. The seal could be seen in the window of the loading device. The seal was observed to be unraveled. Based on the image provided, and the face that the blue slide lock and plunger could not be seen, the reported failure ¿failure to deploy¿ could not be confirmed, however the analyzed failure "unraveled seal" is confirmed. Due to the findings in regards to the unraveled seal within the loading device, the analyzed failure "fitting problem" is confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm seal did not release when inserted into aortic. A replacement device was used to complete the procedure. The hospital did not report any patient effects.